Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient died approximately eight months from the pacemaker replacement implant. The cause of death has been requested and not received. Based on follow-up received, the death certificate indicated the cause of death as sepsis two days), pneumonia (four days), and aspiration (four days). There is no allegation from a health care professional that the death was device and/or lead related.

Event description:
It was reported that the patient died approximately eight months from the pacemaker replacement implant. The cause of death has been requested and not received.